Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist stated that the customer did not provide the medid for the medication. An email was sent to the customer to verify whether the issue persisted on their end. No response was received from the customer, and the case was proceeded with closure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to pull medications, user had previously been able to search for covid and spikevax, but something changed and those names could no longer be searched at the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.